Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. Evaluation experienced a intermittent problem with the numbers 1 and 2 (sticking). The device was determined to not meet all product specifications related to the reported event. The keypad issues were verified. The cause was determined to be a failed keypad. The failed keypad was replaced to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad issues. There was no known patient injury or medical intervention associated with this event. No additional information is available.